Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead had experienced a fall. It was reported that the fall was not due to any device or lead anomalies. Following the fall, the lead exhibited high out of range pacing impedance measurements. Additionally, the lead was no longer sensing and loss of capture was observed. An x-ray was performed and it appeared the lead may have pulled back, however there was no indications of a lead fracture. An invasive procedure was performed. Upon opening the pocket the lead was found to be completely fractured distal to the terminal pin. An attempt to explant the lead was made, however it could not be removed as it was stuck. Access was unable to be obtained for a new transvenous lead. An epicardial lead will be placed at a later date. No additional adverse patient effects were reported.